Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable creatinine plus (crep) results for one patient on their p-module. The patient's initial crep result was 296 umol/l. The sample was repeated on another p-module and the result was 168 umol/l. The customer stated the erroneous results were reported outside the laboratory. The doctor did not believe the results, so another sample was taken and tested on both analyzers. The results from the new sample were 91 umol/l. The customer stated the patient's symptoms and other clinical findings were in correlation with the lower result of 91 umol/l. There were no adverse events. The crep r1 reagent lot number was 698825. The expiration date was requested but not provided. The crep r2 reagent lot number was 697174. The expiration date was requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control data were within range prior to the run.